Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main full height drawer 3 failed, unable to recover and all pockets were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) replaced the pyxisbus module, however, the repair was rescheduled due to a missing drawer board. The fse later replaced the drawer board and pyxis bus module again, but the drawer remained unrecoverable. The full height cubie drawer was subsequently replaced, configured, and diagnostic testing was completed successfully. The system functioned as intended after field service engineer repaired the device.